Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a partial display anomaly on the insulin pump. Customer¿s blood glucose level was 7.4 mmol/l. Troubleshooting for blank display was performed. The caller stated that the customer changed the battery; however, the issue remained unresolved. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with partial white display due to moisture damage on electronic assemblies. Unable to perform displacement test and self test due to partial white display. Unit received with moisture damage on motor assembly and corroded force sensor assembly.